Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery in the middle of the forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.